Event description:
During baxter's device evaluation, it was observed that a spectrum pump had internal components damaged by heat. Any patient involvement is unknown as this was observed during the evaluation.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. The evaluation was able to confirm an overheated component of the back flex on the processor printed circuit board (pcb). As a result, the processor pcb has been replaced.